Event description:
Using a three foot abbott tubing, initially there was intermittent dampened waveform from the 8 fr. Iab. Within 15 minutes of inserting the iab, the inner lumen clotted off. The iab was used and will not be returned to datascope for eval. The iab was used by the facility. (Event complications: unk - reported 9/18/98.) (Pt's current status: unk - reported 9/18/98.)